Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: balloon kyphoplasty it was reported that, intra-op, the inflatable balloon tamp popped during a kyphoplasty on the t12. The broken pieces were taken out. There were no patient complications as a result of alleged event.